Event description:
A customer reported to baxter an issue of leaking minicap transfer set found during use. The customer stated that the liquid could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector and no cap on patient connector. During evaluation, lab functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater. A leak was noted between the mini-cap and dark blue connector. The leak was not due to the set, so this complaint would be not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.